Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was not working; everything was charged up, but stimulation would not turn on inside of his body. It had not been on for about a week, and the patient had not been able to turn it on. Reported patient symptoms included a loss of therapeutic effect. During the report, the patient was guided through troubleshooting using the patient programmer to try and check whether stimulation was turned on. When synced with the patient programmer, the patient was on program a at 6.6v. The patient programmer battery icon showed 75% battery, the ins icon showed the ins battery was at 50%, and the ¿stim off¿ icon was in the upper left corner. Stimulation was decreased to 2.80v, and the patient was instructed to turn stimulation back on. There was a visual confirmation of the ¿stim on¿ lightning bolt icon, but the patient was not feeling stimulation at all. Stimulation was increased to 6.0v, but the patient still did not feel any therapeutic effect. There were no reported falls, trauma, or medical events. It was noted that the patient had no other programming options to try. On (B)(6) 2015, there were high impedance va lues of >40,000 ohms on contacts 6, 7, and 8, and there was a loss of therapeutic effect. After reprogramming to contacts 4 and 5, stimulation was ¿working good now.¿ there was a loss of stimulation on (B)(6) 2015, and the issue was resolved with reprogramming. The cause of the high impedance values was unknown. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 377845, lot# v010268 serial# implanted: (B)(6) 2006, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).